Event description:
The customer reported to olympus, the high-definition lcd monitor power went out without doing anything. The problem occurred even when the power cable was replaced. It is unknown when the issue was found. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation findings were image failure due to liquid crystal display panel failure and there was damage to the back cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The malfunction was found during reprocessing prior to an unspecified procedure. The procedure was completed. The power supply was connected to a power strip. The video cable was input via serial digital interface (sdi) from the cv-290 evis lucera elite video system center.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b3, b5, d10 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon was caused by a failure of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.